Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the recommended bolus dosage was larger than the customer's previous pump. Customer reported adjusting the bolus dosage and there was no impact to customer's blood glucose level. Tandem technical support reviewed pump settings and found that the correction factor was vastly different from the customer's previous pump. Customer reported that the health care provider had input the settings into the new pump. Recommendation was made for customer consult with health care provider to correct the settings.